Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: subsequent follow-up with the customer has determined that this device was not involved in the event. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: unavailable.

Event description:
It was reported by affiliate via phone that during arthroscopy when using the fms vue pump as soon as the device is switched on the pumps start and can¿t be switched off, screen doesn't light up and rpm cannot be controlled. The procedure was completed with a replacement device. No patient consequences. There was a surgical delay of 15 minutes reported. The device is available to be returned for evaluation.